Event description:
It was reported that the patient was admitted to the hospital a week prior to the report due to pneumonia and other complications unrelated to the pump. The patient had new equipment attached to his wheel chair that suctions a wound. It is unknown if this device has a magnetic field. There were multiple confirmed motor stalls and recoveries noted in the event logs since 2008. The stalls noted on the logs lasted several minutes to approximately one hour and fifteen minutes. A motor stall occurred two months prior, as well as at last refill; no other details were provided. The actual reservoir volume was 6.0 ml; the expected reservoir volume was 2.0 ml on the date of this report. The patient does not think that he was having any symptoms. No alarms were noted at the time of the stalls. The pump was successfully updated. Additional information received from the manufacturer of the vacuum indicated that there are no magnetic fields contained in the vacuum device. It was also reported that the vacuum does not interact with implanted devices. The medication used in the pump was compounded baclofen. The hcp planned clinic follow-up to re-evaluate and re-interrogation of the pump.